Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the cartridge was leaking from the canister and that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to address the issues. It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Reportedly, customer loaded a new cartridge to resolve the issue. It was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.